Event description:
It was reported that the device presented a failure in the room when it was assembled. No further information available at this time.

Manufacturer narrative:
(B)(4). Batch # 899a11. The following information was requested, but unavailable: 1. Could you please provide more details for device failure? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with both gripping surface damaged making the reload nonfunctional. The reload was unfired with the swing tab in unlocked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 899a11, and no non-conformances were identified.